Event description:
It was reported that during a lap assisted hartman's procedure, the tip fell off one of the arms of the harmonic scalpel shears while in the abdominal cavity. This occured during the laparoscopic section of the procedure and there was no retractor in the wound at the time. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.